Event description:
A nuclear medicine technologist was performing a thyroid uptake procedure on a pt with I-123 using the capintec captus 3000 "measure liquid and subtract residual dose" protocol. The technologist attempted to print the pt data before completing the dose measurement sequence and got a run time error 13 message, which caused the software to exit the captus 3000 program. After logging back on to the captus 3000 program, the previously measured dose data were missing. The pt demographics data were not affected and printed correctly. Technologist confirmed that she did initially perform dose measurements. With assistance from capintec customer support, the technologist was able to complete the test manually using the multi channel analyzer (mca) program available on the captus 3000 using previously measured count data from an equivalent liquid I-123 dose. The pt did not require repeat testing.

Manufacturer narrative:
Root cause analysis (conducted between (B)(4) 2012): the customer's error was duplicated using an identical production unit with same software revision. The root cause was identified as software programming errors which caused the following problems: if the user either exits the thyroid uptake measurement module or prints before measuring residual dose, the interim count data for the dose is not correctly saved to the pt's database. If, after exiting or printing, the user returns to the same step of the protocol without taking a measurement from another pt, an error message will be displayed and the test cannot be completed. If the user measures a different pt with the captus 3000 device before measuring the residual dose on the first pt, and then returns to the "measure liquid and subtract residual" for the first pt, the measured count data from the last measured pt will be erroneously stored in the first pt's file. This may result in an erroneous thyroid uptake value for the first pt. This software error is isolated to the "measure liquid and subtract residual" protocol only, and occurs only if the initial dose measurement sequence is interrupted. The error does not occur in any of the four other dose administration selection options in the thyroid uptake protocol setup. Corrective actions: customer alert letters were sent beginning on (B)(4) 2012 to all (B)(4) affected customers notifying them of the software error and instructing them on use of the system pending the distribution of corrected software, which is expected to be sent out within the next two weeks. Capintec will follow up with all affected customers to assure receipt and installation of corrected software. We received no reports of any illness or injury that has occurred with the use of the device related to this error.